Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio found that the installed charge pak had expired two years prior (2011) and, as a result, the unit began displaying the charge pak icon and shortly thereafter the attention icon. When a new charge pak was not installed by the customer, the device¿s internal hybrid layer capacitor (hlc) batteries began to deplete. As the hlc batteries depleted further, the service wrench icon also appeared on the display. Due to the hlc batteries being low, the device would not charge and defibrillate, if necessary. The cause of the depleted hlc batteries could not be conclusively determined. The customer was provided with a replacement device.

Event description:
It was reported to physio-control that the customer's device had a charge pak and attention icon present on the display. Upon examination of the device physio-control observed that it actually had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.